Event description:
It was reported that following the unrelated infection of a flu shot and covid 19 shot the patient experienced an inability to walk and the return of their parkinsons symptoms of tremors. The patients stimulation therapy was confirmed to be functioning correctly and all impedances were in normal range. The patient was referred to the emergency room, ER, by their physician. The patient was admitted due to uncontrolled tremors on the left side and the inability to walk and medication was prescribed. Reprogramming was performed but did not resolve the patients symptoms. The patients deep brain stimulation (dbs) system is working as expected, and the cause of the patients symptoms is unknown.